Event description:
The actual residual volume (arv) was reported as greater than the expected residual volume (erv):- arv: 20, erv: 7.8. This was the first refill. Healthcare provider (hcp) felt that the "pump was not working". The pump was refilled with saline; however, morphine was still in the tubing and catheter. The pump logs were not checked. Additional information has been requested; a follow-up report will be sent when it becomes available.

Event description:
Additional information provided later reported that the cause of event was catheter occlusion at sutureless pump connector, proximal/distal connection. The catheter was revised/replaced. It was stated that patient had no symptoms, except for the volume discrepancy reported previously. Patient outcome as noted as no injury.

Manufacturer narrative:
Catheter: model: 8709sc, serial #: (B)(4), implanted: 2011 (B)(6), explanted: unk. Catheter passer: model: 8591-60, lot#: d10034, implanted: 2011 (B)(6), explanted: unk. Programmer: model: 8835, serial #:(B)(4).

Manufacturer narrative:
(B)(4).